Event description:
It was reported that the right ventricular (rv) lead a triggered lead integrity alert (lia) for non-physiologic sensing and noise. It was further reported the lead had previously noted sensing anomalies. The physician suspected a possible subclavian crush. The patient was seen in office and the oversensing was reproduced with left arm movement. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received on 2014-11-06. Of note, the additional information is normally submitted via a bimonthly medwatch report submission that would have been due on 2015-02-10. Information was subsequently received on 2014-11-25 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4)

Event description:
It was further reported the lead had previously noted sensing anomalies. The physician suspected a possible subclavian crush. The patient was seen in office and the oversensing was reproduced with left arm movement. Reprogramming was performed and the lead remained in use. Additional information obtained from the clinic reported the patient is deceased. No information related to the cause of death was known. The patient was to be followed via remote monitor which did not occur due to the death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511211 st. Jude lead, implant: unknown; 1888tc/58 lead, implant: (B)(6) 2010. (B)(4).